Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer¿s mother reported via phone call that for about a week the customer¿s blood glucose level ranged from 350 mg/dl to 475 mg/dl. The customer also had a high blood glucose level of 457 mg/dl during the time of the incident. The customer's blood glucose level was 271 mg/dl at the time of the call. They had treated with the insulin pump. The customer declined troubleshooting for the high blood glucose. The device was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. However, we have received new information which has been updated on this report to reflect the correct information. The insulin pump was received in no manufacturing mode noted. The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unable to upload to carelink pro. Problem isolated to connector. No cosmetic damage noted. The insulin pump was communicated properly with test blood glucose meter and the value number on blood glucose meter matched the value number on the pump.